Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital. No further information is available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and unsure properly inserted cannula. No lot release records were reviewed, as the product lot number was not provided.remove from b5 - describe event or problem = it was reported that the patient went to the hospital. No further information is available. Remove from h10 - addtl mfg narrative = according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Remove from component code = g04105 pump. Add to = it was reported that the patient went to the emergency room (ER) and was diagnosed unknown blood glucose (bg) values. The patient was vomiting and had moderate ketones. For treatment, the patient was put on intravenous (IV) fluids and insulin. The patient was given anti-nausea medication. The patient reported being unsure if the cannula was properly seated while wearing it on the leg. The patient was discharged after 8 hours. Add to h10 - addtl mfg narrative = according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and unsure properly inserted cannula. No lot release records were reviewed, as the product lot number was not provided. Add to component code = g04019 cannula. Add to medical device problem code = a150206 difficult to insert. Add to health effect - clinical code = e1032 vomiting and e1020 nausea.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed unknown blood glucose (bg) values. The patient was vomiting and had moderate ketones. For treatment, the patient was put on intravenous (IV) fluids and insulin. The patient was given anti-nausea medication. The patient reported being unsure if the cannula was properly seated while wearing it on the leg. The patient was discharged after 8 hours.